Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device. Dexcom has issued a replacement and an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.